Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after applying the sample to the adc device, the test would not start and was therefore unable to obtain readings. The customer experienced dizziness and had contact with a healthcare professional who administered insulin injection (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after applying the sample to the adc device, the test would not start and was therefore unable to obtain readings. The customer experienced dizziness and had contact with a healthcare professional who administered insulin injection (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.